Event description:
It was reported the patient underwent total knee arthroplasty on (B)(6) 2004. Subsequently, the patient was revised on (B)(6) 2015 due to poly wear, osteolysis, cysts, and locking of the knee. The tibial bearing was removed and replaced with a thicker bearing.

Manufacturer narrative:
This follow-up report is being filed to correct information.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "particulate wear debris and discoloration from metallic and polyethylene components of joint implants may be present in adjacent tissue or fluid. It has been reported that wear debris may initiate a cellular response resulting in osteolysis or osteolysis may be a result of loosening of the implant." And "wear and/or deformation of articulating surfaces." Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Dimensional evaluation found component to be within appropriate design specification. Examination of returned device was inconclusive in determining root cause.